Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming, and the screen read "no disposable clamp tubing". Per reporter, the alarm was silenced, reservoir volume was 8.9 ml with continuous rate of 2.2 ml/hour, and volume given was 89.8 ml. No patient harm/adverse event was reported.

Manufacturer narrative:
D3 - mfg establishment name and h6. Codes: updated. Device evaluation: customer reported pump was alarming and screen read "no disposable clamp tubing". Unable to confirm the complaint due to the device not being returned. Based on the review of the service history and information provided by the customer we are unable to determine a probable cause as the device was not returned for evaluation. If the product is returned the manufacturer will re-open the complaint for further device analysis.